Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the leadless implantable pulse generator (ipg) the patient's ejection fraction decreased. The leadless ipg was reprogrammed for back-up and a bi-ventricular pacing system was implanted. No further patient complications have been reported as a result of this event.